Event description:
Patient was implanted with the lifesite hemodialysis access system 2000. In 2001, patient was admitted to the hospital for sepsis: positive staphylococcus aureus. Nine days later, patient expired with the listed cause of death as cardiomyopathy and septicemia related to vascular access.